Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the right coronary artery. The physician advanced a 2.25 x 28mm promus element plus stent but was unable to cross the lesion. After the device was removed, the stent was found to be lifted. The procedure was completed with a non-bsc stent. No patient complications reported and the patient status was good.